Event description:
It was reported by service report that the foot right siderail was broken off the bed. Investigation determined there were exposed sharp edges and that the siderail did not lock in the highest position.